Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6). UK infinity total ankle system study. (B)(6) 2026. Adverse event term: 7 years follow up x-ray. Narrative of adverse event: evidence and symptoms of medial gutter impingement note on x-ray at 7 years follow up.